Event description:
During the procedure to replace my pulmonary valve with the edwards sapien, the balloon failed to deflate after it was done being used. It put pressure on my heart causing my heart rate to drop needing my aicd to shock me and CPR as well. In order to save my life the dr. Had to remove the balloon fully inflated and when she did, the balloon put a hole in my tricuspid valve. I was told by the dr. After the procedure that everything was in place and that the tricuspid valve should heal on its own. In (B)(6) of 2017 I had a routine appt with my electrophysiologist and when he listened to my heart he asked that I schedule a follow up appointment with the dr. Who performed the procedure. I finally got an appointment to see her in (B)(6) 2017 and along with an electrocardiogram and x-ray. The dr. Immediately panicked explaining to me that both the pulmonary valve and the tricuspid valve were leaking and she sent me to get a CT scan and stress test in (B)(6) 2017. Both of those tests showed I would need open heart surgery to repair the damages and I was transferred from (B)(6) hospital to (B)(6) to have the surgery on (B)(6) 2018. The surgery was a success as far as I can tell although it's only been 6 weeks. The past two years including the time right after the procedure in 2016 have been very traumatic on my body and many other health conditions occurred in that time. They were able to repair the tricuspid valve but will most likely need another operation in the future.